Manufacturer narrative:
The device was discarded by the user and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the stopper from the floseal was coring. During an unspecified procedure, the tip of the calcium chloride diluent vial cap rubber was observed in the syringe. The nurse tried not to fill the rubber fragment into the thrombin vial and continued to use the device. There was no patient injury or medical intervention associated with this event. No additional information is available.